Event description:
The pump was delivering morphine.

Manufacturer narrative:
Corrected information: the initial MDR was filed as manufacturer's report # 3007566237-2012-00615. Additional review indicated the correct manufacturing site was site # 3004209178. Analysis of the pump revealed no anomaly found. The sc assembly and pin connector were returned for analysis. The silicone boot was pulled behind the titanium housing of the pump connector. The catheter passed all testing and did not appear to have any significant anomaly. It was assumed that the catheter was not in this condition while implanted but much more likely the silicone boot was pulled behind the titanium housing during explant. Analysis of the catheter and sc connector revealed no significant anomaly found; sc connector damaged at explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial#: unk, implanted: unk explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced unsatisfactory response to the therapy, reported of poor pain control despite titration. The catheter was revised on (B)(6) 2012. Initially, a catheter occlusion was stated, but later, it was added that there was no visible occlusion or misalignment.